Event description:
On (B) (6) 2009, the patient's mother reported that, while the patient was removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She said the insulin cartridge was not empty when this occurred. The patient stated, this has happened several times in the past and the piston rod does not now move properly up and down the chamber. The patient switched to his backup infusion device. Proper removal of the insulin cartridge from the chamber was reviewed. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.